Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed and pockets were popping out. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6-2 that was randomly self-ejecting cubie pockets. A field service engineer after inspecting all connections and confirming that the row boards were clean, the fse replaced both the drawer controller and module controller for drawers 6-1 and 6-2. The module controller for drawer 6-2 had both latch sensors adhered tightly to the controller, contributing to the malfunction. Verified all cable connections were tight and all cables were in good. The system functioned as intended after the field service engineer repaired the device.